Manufacturer narrative:
(B)(4). Customer reported a low drain volume alarm. Per the call script the assignable cause was determined to be air in patient line. As a sample was not available for evaluation and the patient did not describe any type of use error that might have caused the alarm, the complaint could not be confirmed. The root cause is undetermined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During troubleshooting a low drain volume alarm that appeared on the home choice (hc) display during initial drain, the caregiver (cg) stated that there were large gaps of air in the patient line. The technical service representative (tsr) advised the cg to end therapy and start over with new supplies. The tsr stressed the importance of making sure the patient line was fully primed before connecting the patient. The tsr then assisted the cg through the ending therapy procedure. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. During a follow-up with the cg, the cg stated that she did not know what caused the alarm or air to enter the line, and did not see anything unusual with the supplies. The cg said the hp resumed therapy fine after the alarm and things were going well since. The cg said the nurse was notified. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.